Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and patient side cart (psc) battery. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and found errors indicating a battery related fault issue, and confirming the fault did occur in the field. Upon visual inspection, no issues were found that would be related to reported event. This spm assembly was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system, with no issue on startup and no errors or failure were triggered. To troubleshoot and test the root cause of this report event, the spm assy charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts, psc was left plug in to a pow source to test the charge feature of the spm assy unit and in 30 mins battery was full charge to 43.6 v with all 3 green solid led lighted. This spm charge feature passed the test within the 1-hour threshold. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a "no battery backup message" appeared on the screen. The customer confirmed the battery indicator shows 1 solid red led. Technical support engineer (tse) recommended ensuring the patient side cart (psc) breaker switch is turned on, and recommended a hard reboot / emergency power off (epo) on the psc when able. The customer is continuing with the procedure and may call back for assistance with the hard reboot after the case. The procedure was completing as planned with no reported injury.